Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced interstitial cystitis with persistent bladder pain. The device remains implanted. No further patient complications have been reported in relation to this event.